Manufacturer narrative:
Product complaint # (B)(4). The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported a patient underwent an unknown procedure on an unknown date and suture was used. The packaging on 6-0 prolene was normally packed as a box, but the individual suture packet inside have what appears to be a serrated cut across the plastic at random angles throughout the pack. There were no adverse consequences for the patient reported.